Event description:
On (B)(6) 11 it was reported not getting into atr correctly. Markers are af and as mixed. How can we tell if the pt is in a mode switch? Pg is undersensing the ra, even at sensitivity of 0.15mv ( original programming, caller did not change sensitivity). Had caller see if reducing atr entry count would help (duration was already set to 0). Reducing entry count did not get pt into a mode switch. Discussed possibility of either wi or doi pacing modes, depending on how chronic the af is. No further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)